Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4. Visual evaluation of returned devices found that the femur's blasted surface exhibited staining and the color-buffed surface exhibited minor scratches and staining with nicks and dings along the edge. The articular surface was not returned. Radiographic review identified extensive radiolucency reflecting osteolysis around the femoral implant, which appeared to be loose. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cemented cruciate retaining standard femoral component left size 10 catalog #: 42502606801 lot #: 63840803, persona stemmed cemented tibial component left size f catalog #: 42532007501 lot #: 63749526, persona cemented all poly patella catalog #: 42540000035 lot #: 63873119. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic femoral loosening and suspected polyethylene failure approximately six (6) years post-operatively. Attempts have been made; however, no additional information is available.